Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and adhesion ('lysis of adhesions') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included elevated bp, night sweats, fatigue, hypertension, diabetes and headache. Previously administered products included for an unreported indication: norco and letrozole. Concurrent conditions included endometriosis, paratubal cyst, uterine bleeding and obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cysts"), menometrorrhagia ("reproductive system disorder or condition type of disorder or condition: menometrorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adrenal mass ("left adrenal mass"), alopecia ("hair loss"), abdominal pain ("abdominal pain, severe during menstrual cycle") and renal cyst ("kidney and cyst") and was found to have hormone level abnormal ("hormonal changes describe: not specified") and weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy, cystoscopy and lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain was resolving and the adhesion, hormone level abnormal, bladder disorder, urinary tract disorder, migraine, ovarian cyst, menometrorrhagia, dysmenorrhoea, dyspareunia, weight increased, adrenal mass, alopecia and renal cyst outcome was unknown. The reporter considered abdominal pain, adhesion, adrenal mass, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pelvic pain, renal cyst, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per mr in insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menometrorrhagia, dysmenorrhea, migraines, ovary cyst, pelvic adhesions, pelvic pain, vaginal hemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 29-aug-2019: fu 1 and 2 processed together. Pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events .new events added: pain, hormonal changes describe: not specified, abnormal bleeding (vaginal), menorrhagia, bladder problems, urinary problems or changes, migraines / headaches, left ovarian cysts, menometrorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, left adrenal mass, lysis of adhesions, hair loss, abdominal pain, plaintiff did not undergo confirmation test. Event outcome were added. Reporter information were updated, patient history were added. On 30-aug-2019: fu 1 and 2 processed together. Plaintiff fact sheet received. Events: cysts in kidney was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.